Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified as a failing transducer from the manufacturing supplier.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  confirmed the customer's reported issue and replaced the main board in order to repair the device. The device passed all testing and was returned to the customer working to manufacturer specifications. The suspect main board has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm while on a patient. The customer reported that there was no patient harm.